Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Registered and passed check points without issue, went to align the arm into the haptics and the arm started making a loud screeching noise. The surgeon felt the saw was not aligned to the cut appropriately and decided to convert to manual. Case type / application: tka. Mps reported that the arm aligned properly in haptics but when the surgeon checked the sawblade checkpoint again he said it looked like the arm was not in the position it was supposed to be in. He checked also in implant planning and the blade orientation looked incorrect. Also, the arm is making a very loud screeching while cutting.

Manufacturer narrative:
Reported event. An event regarding mechanical failure involving a mako robotic arm was reported. The event was confirmed. Method & results. -product evaluation and results: the field service engineer reported: problem reproduced? Yes. Trouble shooting notes: none. Work performed: rob360 - mps reported that dr. Felt the blade was not in the correct position for cutting and there is a very loud screech while cutting. During investigation while running a saw bone test on the system, confirmed that there was a loud screech when performing a distal cut coming from the j6 area. Removed j6 structural covers, j6 transmission cables and removed j6 brake hub assembly. Thoroughly cleaned brake hub and re-gapped j6 brake hub to spec. Re-installed j6 transmission cables and torqued to spec. Installed structural covers and beauty covers. Performed system propagation on j6 and passed. Performed a second saw bone test and now during distal cuts, there is no noise coming from j6 brake hub assembly and j6 arm. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of device history records shows that the robot was inspected and the quality inspection procedures were completed with no reported discrepancies -complaint history review: a review of complaints shows no other complaints related to the failure in this investigation. Conclusions: the alleged failure mode was confirmed. Successfully completed all checks, verifications, and calibrations. System is ready for clinical use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Registered and passed check points without issue, went to align the arm into the haptics and the arm started making a loud screeching noise. The surgeon felt the saw was not aligned to the cut appropriately and decided to convert to manual. Case type / application: tka. Mps reported that the arm aligned properly in haptics but when the surgeon checked the sawblade checkpoint again he said it looked like the arm was not in the position it was supposed to be in. He checked also in implant planning and the blade orientation looked incorrect. Also, the arm is making a very loud screeching while cutting.